Event description:
A report was received that the patient was having difficulty charging due to ipg location. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. No device malfunction was suspected.